Event description:
The technician alleged the left head and right head side rails were not latching. No injury reported.

Manufacturer narrative:
The technician replaced the left head and right head side rail to resolve the issue.